Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were kink of the tube and deformation of the side flap on the duodenum side. The lot number of the subject device is unknown. As a result of checking the manufacturing record for the past one year from the first procedure date, it was found no irregularities. Based on the past similar cases, it was known that the event occurred due to the patients' internal environment such as constitution and/or symptoms. Omsc presumes that the stent was retrieved through the endoscope channel by using the snare. The kink of the tube might have occurred when the stent was tightened by snare and pulled into the endoscope channel with the stent bent. After that, the deformation of the side flap might have occurred due to the load during removal from the endoscope channel. The instruction manual of the device has already warned as follows; *after implanting the stent, periodically evaluate both the patient and the stent to confirm that there are no irregularities, otherwise the stent may become clogged or damaged due to the material deterioration over time. It may also cause an adverse effect to the patient by clogging, migrating, or falling off from the papilla. *the frequency rate for the stent dislocation is reported a 3.3% to 13.3%. Immediately remove the stent if dislocation is detected.

Event description:
On (B)(6) 2018, during an endoscopic retrograde biliary drainage procedure the subject device was deployed in the patient's body. On (B)(6) 2018, migration of the subject device was found at endoscopic retrograde cholangiopancreatography which was conducted to remove calculuses. The subject device was retrieved with a snare. The doctor continued the intended procedure and it was completed. There was no patient injury reported. This is the report regarding the migration of the stent.